Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer changed the cartridge and infusion set. Insulin delivery was resumed. The customer's blood glucose (bg) level was in the 200s mg/dl and a correction bolus was delivered to address the bg level.